Event description:
A customer reported to baxter (B)(4) of a y-type cath ext set/male lueradapter in which the set is leaking chemotherapy at the 'y' junction. This is a concern for the company. Given the nature of the drugs being infused in this area makes this a high priority to resolve. Keeping the leaking product from the reported area is difficult. The customer decided to discontinue the use of this product until a resolution could be found by baxter due to the safety concern of the staff and patients that when using this device to infuse cytotoxic drugs. This reported condition occurred at an unidentified process step. There was no report of patient involvement or medical intervention performed. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.